Event description:
Medtronic received info that this arterial cannula exhibited a leak at the connector. This observation was made prior to connecting the cannula to the bypass circuit. The surgeon elected to remove the cannula, and recannulated with a similar product. No adverse pt effects were reported.

Manufacturer narrative:
Analysis: the product was discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record. Device history records show no abnormalities involved in the mfg of this device lot. The lot also passed all in-process production and qa testing and is documented in the DHR. Review of the variance database shows that there has been no variance for this component lot or internal variances issued in the past year. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: exact cause of the event cannot be determined as the product was not returned for analysis. Device replaced without reported adverse pt effect.